Event description:
Per the clinic, the patient was hospitalized for an ear infection. During surgical treatment a cholesteatoma was discovered, resulting in an explantation of the device. It is unknown whether there are no plans to reimplant as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.